Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been admitted to an intensive care unit due to heart failure and that their cardiac resynchronization therapy defibrillator (crt-d) was not working correctly. The status of the crt-d is unknown. It was also reported that the patient's hospital said that the remote monitor had failed. The status of the monitor is currently unknown. No further patient complications have been reported as a result of this event.